Event description:
During an initial implant procedure, the stylet was unable to be removed from the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient was stable with no consequences.